Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found the instrument was installed on an in-house system and driven. Instrument exhibited imprecise motion in the roll direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. Further inspection found a loose mounting screw of the clamping pulley on input #4. The loosening led to a loss of tension in the associated handle cable and attributed this to the fact that the instrument could no longer be controlled precisely. Additional observation not reported by site: the instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Common causes of the failure loose clamping pulley screw are attributed to a component failure. Common causes of frayed, distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.